Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report. (B)(4).

Event description:
Reportedly, on (B)(6) 2017 in a pacemaker implantation procedure, the lead was implanted in the patient¿s right atrial appendage and connected to a dual-chamber pacemaker.atrial lead dislodgement was confirmed within one week from the implantation procedure. With the pacing mode of the pacemaker reprogrammed to vvi, the patient was monitored while the physician considered performing a re-intervention.on (B)(6) 2018 a re-intervention was performed. As it was decided to implant a screw-in lead in the atrium, the use of the lead was discontinued. The re-intervention was completed. The lead was then explanted.